Manufacturer narrative:
The results of this investigation concluded both leaflets opened and closed completely. The majority of the sewing cuff had been previously excised and there was no observed material attached to the remainder as described clinically. There was no inflammation. Gram stains revealed mixed (B)(6) and (B)(6). Mixed (B)(6) without inflammation is most consistent with contaminant. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2006, a mitral valve replacement was performed and this 29 mm sjm masters series valve was implanted. In (B)(6) 2016, the patient had an embolic cva. On (B)(6) 2017, the valve was explanted due to a mobile structure attached to the sewing cuff.